Event description:
On (B)(6) 2022 at 12:03 pm est called (B)(6) at (B)(6) porn (B)(6) concerning the reported rectal pain and associated hospitalization. Porn stated she is aware of the rectal pain, and it has been taking care of and there was no hospitalization. The patient had a repositioning of pd catheter done. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).